Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer was drawing insulin from an insulin pen to fill the cartridge. Tandem technical support educated the customer on filling the cartridge with insulin from an insulin vial. Reportedly, the issue resolved and the customer successfully filled the cartridge. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.